Event description:
Patient's legal counsel reported that patient underwent left m2a hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of pain, instability, and elevated metal ions. Subsequently, it is reported patient underwent a revision procedure on (B)(6) 2012. Revision medical record notes no signs of metallosis, no signs of pseudotumor, and no neutrophils or inflammatory process. All components were well-fixed. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings it states, number 8, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00850 / 00851).